Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hysterectomy. According to the reporter: the needle would not toggle during the case. The needle detached and logged into the abdomen tissue. The needle was recovered. The delay in operating room was 4 hours. There was no unanticipated blood loss reported.